Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent placement of mesh for hernia repair and excision of sebaceous cyst on (B)(6) 2010 due to pop.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic-assisted laparoscopic sacrocolpopexy and excision of vulvar cyst. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, neuromuscular problems. It was reported that patient underwent lysis of adhesions, small bowel resection and exploratory laparotomy on (B)(6) 2009 due to bowel obstruction. No additional information was provided.